Manufacturer narrative:
The reported event of a leaflet not opening could not be confirmed. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event remains unknown; however, information from the field indicated that a smaller, 17 mm, regent valve was implanted.

Event description:
On (B)(6) 2018, a 19mm regent heart valve was implanted, and imaging showed leaflet malfunction. On (B)(6) 2018, a post-operation tee showed a leaflet was not opening. On (B)(6) 2018, the valve was explanted and exchanged for a 17mm regent valve (sn: (B)(4)). After explant of regent valve, no abnormalities were observed and the patient was reported to be stable.